Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop has alarms of cassettes not attached. This was found to be isolated to cassette and not not pump. In one instance it was pump related out of six occurrences. The problem is being isolated to ef 21-7302-24 100ml cadd lot: 4092491 cassette. When changing to new one the issue was resolved. No clinical adverse events were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.